Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was developing ablation lesions around their heartmate 3 implant and having some rhythm issues. The patinet was admitted with 12 shocks and 30 antitachycardia pacing (atp) within one month despite metoprolol-amiodarone-mexiletine. Ablation lesions formed around the lvad (left ventricular assist device) and other potential ventricular tachycardia (vt) sources within low voltage zones. The cannula insertion site could be possible for new vt; substrate and circular ablation around this site performed with other abnormal intracardiac electrogram (egm) regions.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported lesions could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24sep2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia and infection (localized, driveline, pump pocket or pseudo pocket) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was provided with mexiletine, then discharged from the hospital. The patient was followed up at home.